Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review: (1) the packaging batch number of the complained product is 2175585, is 24g and product code is 383713, assembled in the suzhou plant, then packaged and sterilized in the tuas plant in singapore; the related assembly batch number of the product is 2081903, were assembled in 2022/04, the batch of products totaling (B)(4) pieces; (2)inspection process and delivery test report, test results meet product standards, no abnormalities; (3)check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products; 2.the customer did not return any samples and only provided a video of the defective samples.from the video, it can be seen that the customer used a syringe to inject liquid and the liquid overflowed from the side of the q-syte connector; 3.the q-syte connector of this product was assembled in tuas plant, the retained sample in suzhou plant do not have q-syte connectors, so can not do the related test; 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, no abnormalities were found during the assembly process. According to the video provided by the customer, it is suspected that there was quality issue with the q-syte connector,the q-syte connector of this product was assembled in tuas plant. The plant will continue to monitor the defect. H3 other text : see narrative.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in qsyte leaked the following information was provided by the initial reporter; on november 10, a nurse from the thoracic surgery department of the inpatient unit of (B)(6) hospital district found a leak in the center of the connector (not the area where the syringe connects to the connector) when using a regular syringe connected to a qsyte connector for saline pre-flush, and took a video, which has been reported to the equipment section. The nurse subsequently replaced the positive pressure connector for the patient.